Manufacturer narrative:
Add'l info will be provided once the investigation is completed.

Event description:
It was reported that battery acid was leaking from one of the units when the box was opened. It was further reported that another box was opened and there were no issues noted. The case was finished without incident.